Manufacturer narrative:
A visual and physical evaluation of the returned product was performed revealing that no fault was found and that the unit meets specifications.

Event description:
A doctor's office alleged that the demi plus were shocking three (3) staff members. This is the first of three (3) reports.

Manufacturer narrative:
The doctor's office identified two (2) serial numbers that were associated with the shocking incidents; therefore, no serial numbers were identified in this report. The serial numbers involved in the alleged incidents include serial numbers (B)(4). The doctor discontinued using the device and is doing fine. A device evaluation is anticipated but has not yet begun.